Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2012; 511211 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post device change, the right atrial (ra) lead had high and increased thresholds and a dislodgement was observed by x-ray. The lead was capped and replaced. No patient complications have been reported as a result of this event.